Manufacturer narrative:
It was reported no errors occurred and nothing out of the ordinary was noticed during treatment. The treatment tip and datacard were returned for evaluation. The evaluation of the system treatment log found several error messages recorded during this treatment. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. During evaluation of the treatment tip, product support found damage to the treatment tip membrane, dielectric breakdown. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. A review of the manufacturing records showed all requirements were met. The records show that an expired treatment tip was used during treatment. Sterile treatment tips are designed for single patient use only and should not be used if expired (expiration date: 01/30/2018). It was also reported an unapproved treatment (nd-yag laser) was performed on the patient prior to thermage. The datacard showed technique issues occurred during treatment that could have resulted in unsafe conditions. The system also alerted the customer they were using the highest treatment level 8.0. During evaluation of the treatment tip, product support found damage to the tip membrane. This damage occurred after the physician used a sliding technique during treatment. Only a stamping technique should be performed during treatment. According to thermage risk assessment (sha-09-001-1.4.3), incorrect technique can lead to damage of the fragile tip membrane resulting in unsafe patient conditions. Based on the available information, dielectric breakdown of the tip most likely contributed to this event, but damage to the treatment tip membrane was caused by incorrect user technique on an expired treatment tip. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-04 rev. A) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. It was reported on (B)(6)2018 that the patient''s scarring "almost cannot be seen". It was also reported that there is some redness remaining that requires ipl treatment. The investigation is complete.

Manufacturer narrative:
Evaluation: p/n#tt3.00e4-1200. Lot#021816 .s/n (B)(4). At 2:03:43 a.m. On (B)(6) 2018 tip was used for 1200 reps. Flow, leak, thermistor pass/fail testing was performed. Tip failed visual testing due to dielectric breakdown being present. No functional test was performed due to zero reps remaining on this tip. The system ensures the thermage tip remains in contact during radio frequency pulses. Although there were several errors, based on the data log the system functioned as designed. The user treated at the highest patient treatment level. The e76 -phase error during rep- appeared 27 times during this treatment. Further investigation is underway.

Event description:
User facility in (B)(4) reported on (B)(6) 2018 a patient sustained a burn during thermage treatment. There were scabs and scaling on the forehead and both cheeks. The energy level used ranged from 3.5 to 8.0, using stamping and sliding techniques. The patient also had a botulinum treatment of the forehead this day, and had within 30 days prior, full face yag laser treatment. After the thermage treatment, the patient was given silver sulfadiaziazine, tetracycline hydrochloride enzdase, enteric fc tablets, dexamethasone 0.75 mg, tranexamic acid 250 mg. There will not be any permanent damage or scarring to the treatment area.